Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: of initial MDR submission. Location of aro: (B)(6). Manufacturer: of initial MDR submission. Brand name: of initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient weight not available from the site. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. The left side tracker was inaccurate. The representative calibrated and verified the left tracker. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A manufacturer representative reported that while in a sacroiliac and thoracolumbar procedure, there was an alleged inaccuracy with the imaging system. Accuracy was off by 2mm and the physician compensated for the accuracy issue and completed the case. There was one unused spin reported. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.